Manufacturer narrative:
This report is related to the following linked patient identifiers (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal end cover fell off during the procedure, most probably, when it was being pulled out. Once scope was removed it was confirmed there was no longer a cover on the distal end of the scope. The distal end cover was found in the stomach and recovered. There were no reports of patient harm.

Event description:
Upon follow up, the customer confirmed that no type of lubricants were applied to the distal cover of the endoscope when used with the patient.

Manufacturer narrative:
Updated fields: b5, d9, h3, h6, h7, h9, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned in damaged condition and did not meet specifications. The distal cover was found to be cracked on the bottom. The reported event was not confirmed; the top and bottom of the returned device was found to be undeformed, which means that the distal cover may have not been properly attached to the endoscope. However, there is no indication that this device was not used in accordance with the instructions for use/labeling, so the cause of this event at the user facility could not be determined. The returned device was already used, so the functional testing was performed using a representative device. During functional testing of the representative device, the top and bottom of the distal cover were found to be deformed, which means that the distal cover was properly attached to the endoscope. The distal cover has been verified to not drop off the endoscope when it is properly attached. As a result, no cracks occurred on the distal cover when it was attached to the endoscope. The distal cover has been verified not to break when it is properly attached. Based on the results of the investigation, it is likely the following led to the distal cover cracking: the connection between subject device and the endoscope became unstable, and the distal cover cracked due to increased stress while it is in use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to correct d4: unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.